Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, into a patient with mild calcification, the nose cone was removed from the center of the valve. As the implanting team was positioning for final pictures, the valve migrated into the ascending aorta above the native valve annulus. Per the physician, the valve migrated due to a shallow implant and the valve migrated two to three seconds after the nose cone was removed. It was planned to implant the valve at 3-5 millimeter (mm). The right anterior oblique (rao) view showed the valve was at 3 mm on the non-coronary cusp (ncc) prior to the valve migrating. A second valve was used and implanted uneventfully. It was reported that no pre or post-implant balloon aortic valvuloplasty (bav) was performed. No additional adverse patient effects were reported.